Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Additionally, 200 retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Evaluation of the customer samples was conducted and foreign matter was observed. Additionally, evaluation of the retain samples was conducted and foreign matter was not observed. Root cause description: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Evaluation of the customer samples was conducted and foreign matter was observed. Additionally, evaluation of the retain samples was conducted and foreign matter was not observed.

Event description:
It was reported that during use a bd vacutainer® sst¿ ii advance plus blood collection tubes was found with foreign matter as ¿nurse found there was a piece of yellow fm in the tube on the gel." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
The root cause description was not included in the initial MDR. Root cause description: the most likely root cause was determined to be a broken cap making its way into this tube after gel had been dispensed.